Event description:
It was reported that this lead was explanted due to noise, oversensing, pacing inhibition greater than two seconds due to a lead fracture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).